Event description:
I have been on a medtronic 780g insulin pump for a year and a half. During that time, I have had a lot of lows overnight when under the care of the "blue shield." My endocrinologist has not been able to fix this. This has caused me to treat lows that were probably non-existent so I have been gaining weight, and also losing a lot of sleep. I recently transitioned from a guardian 4 sensor to the abbott instinct sensor. I became aware that the instinct sensor is reading 30 - 100 points below what I get using my glucometer. I rarely compared the sensor reading to the glucometer in the past, so I don't know if this was also an issue with the guardian 4. I am (B)(6) years old with amyloidosis as well as type 1 diabetes so I don't know if that is a confounding issue. (My wife is typing this for me.). I can't get through on the phone to medtronic because the phone lines are so backed up.